Event description:
An infusion pump with a failure code 813:01. The facility representative had stated that no patient incidents have been reported since the last baxter service event. Information was requested by baxter regarding the medication involved, pump programming and set-up information, specific patient information, tubing prodct coe and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.